Manufacturer narrative:
(B)(6). The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The serial number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during the beginning of an unspecified surgical procedure, it was discovered that the motor of the electric air pen drive device stopped. It was further reported that the event occurred intraoperatively. There was a sixty minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was not reported in the initial report. Therefore, the manufacture date was documented as unknown. The device manufacture date has been updated to jun 3, 2013. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device name of electric air pen drive mentioned in the initial report was incorrect. The correct device name was identified as the air pen drive device. The device brand name, common device name and device product code has been updated accordingly. (B)(4). Device manufacture date: the device manufacture date is unavailable during a subsequent follow-up with the customer additional information was obtained. The reporter clarified that the surgery was successfully completed without any additional medical intervention. It was further reported that the surgery was an initial surgery and there was no undesired treatment outcome. A spare device was no available for use. It was reported that the patient is currently in good condition. The reporter stated that the event occurred on (B)(6) 2016. All of the device information has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.